Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they received failed battery test alarm. Customer's blood glucose was 93 mg/dl at the timer of incident. Customer stated that received change sensor after just inserted and kept receiving battery failed. Customer declined troubleshooting for failed battery test alarm. The insulin pump will not be returned for analysis.